Event description:
Patient presented for a normal follow up and several svt and vt episodes that is believed to be t-wave oversensing was noted. Subsequent follow-ups noted noise and undersensing. Lead damage suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 45.4 cm from the distal tip was returned for analysis. External insulation abrasion was found at 39.0 cm and 41.5 cm from the distal tip. The etfe coating was intact at these locations. Without return of the entire lead, a complete analysis could not be performed. However, the returned part revealed normal electrical characteristics.